Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer reported that a new cartridge was loaded onto the pump, and an accurate fill estimate was obtained. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin, and at the time of the reported event, the insulin gauge displayed a fill estimate of 24 units. The customer's blood glucose level was 198 mg/dl. Although requested by tandem technical support no further information was provided by the customer.